Event description:
The product analysis laboratory (pal) determined the homechoice (hc) machine system failed returned instrument test and evaluation (rite) testing due to rite- ground bond failed performance spec: measurement 0.104 ohm ((B)(4)). Rite test failure, no patient involved.

Manufacturer narrative:
(B)(4). During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the return instrument test/evaluation (rite) ground bond failure test: measurement 0.104 ohm (specification (B)(4)). Ground bond testing was performed by the product analysis lab (pal) with no problem found, the ground bond measured 0.023 ohm. The assignable cause for the rite failed ground bond testing was undetermined; pal did not confirm or duplicate any failure or malfunction which could cause the rite problem. Device was sent to service.